Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 736411r, serial/lot #: -, ubd: unknown, UDI#: unknown; product ID: 9735764r, serial/lot #: -, ubd: unknown, UDI#: unknown h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A1102: applicable to the "failed to start pulseaudio" error message a110201: applicable to issue occurring upon bootup a0902: applicable to the black screen with scrolling text medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed a black screen with scrolling text upon bootup, and one of the lines indicated a "failed to start pulseaudio" error. The system subsequently entered the blue grub menu upon reboot. Multiple reboots, specifically the 3rd or 4th attempt, were required for the system to boot normally to the login screen. There was no patient involvement.

Manufacturer narrative:
H2, h3) the 9736411r solid-state drive (ssd) was returned to the manufacturer for evaluation. It was reported that the manufacturer representative (rep) was unable to duplicate reported complaint. Additionally the 9735764r computer was returned to the manufacturer for evaluation. The computer powered up when main power was applied and did pass all aspects of burn-in testing with the exception of the failed 3.5mm sound board. The os ssd was then installed in computer and verified the pulseaudio failure. Codes c07, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that unspecified hardware components were replaced. The navigation system then passed the system checkout and was found to be fully functional. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.